Event description:
The lead was replaced. It is known that this hospital discards products after explant, therefore product return is not expected.. No additional relevant information has been received to date.

Event description:
During a replacement surgery, the patients old generator could not be interrogated due to battery depletion. Once the newly implanted generator was attached to the old lead, low impedance was seen upon system diagnostics. A test resistor was not used to check the generator. The patient was referred for lead revision. The design history was reviewed and showed the lead passed all inspection criteria prior to distribution. Attempts for additional information have been made, but no additional relevant information has been received to date. No revision surgery has occurred to date.